Event description:
Our health system recently implemented a new closed system transfer device (corvida medical halo). In the past couple of weeks, we noted at multiple campuses several closed vial adaptors that have leaked at the point where the adaptor meets the vial septum. This occurred with the compounding of both chemotherapy and non-chemotherapy hazardous drugs. No associates reported any exposure issues due to the proper use of other engineering controls and ppe. This issue with the product did not lead to any errors in the final compounded product that would have reached the patient. The manufacturer has been notified and the suspected lot has been quarantined at each affected site. The manufacturer noted that after testing this past week, there was ~ 3% failure rate in this particular lot and the failure happened most commonly when the adaptor was off center of the vial septum. FDA safety report ID# (B)(4).